Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up. The CT revealed that there is a type iii fabric endoleak near the flow divider of the endurant bifurcated stent graft. Per the physician the causes of the events cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Films review summary: the exact cause/source of the reported type iii fabric endoleak could not be determined from the limited films provided. Pre-implant CT¿s and complete CT¿s post-implant were not available for return; therefore, a comprehensive review of the stent graft in-vivo configuration and patient¿s anatomy could not be completed. Several a-p projected CT-3d reconstructed still images from ~5 years post-implant revealed that an endurant stent graft system had been implanted in the patient, and that the bifurcate was positioned just below the renal arteries. The neck was essentially straight in the left-right axis, and there was no appreciable calcification present in the images. No clear endoleak or any other stent graft issues could be seen from these a-p projected still images. An area on the left side of the bifurcate ipsi limb origin, just below the flow divider, was noted with an ¿arrow¿ on a returned drawing possibly noting the endoleak location. However, analysis of the returned films did not reveal any characteristics that could explain the reported event. The stent graft aortic body and limbs near the flow divider were essentially straight in the returned images, and no obvious excessive stent ring overlap was observed. Lack of angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source and cause. If information is provided in the future, a supplemental report will be issued.